Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used during a clipping procedure performed on (B)(6) 2009. According to the complainant, the clip failed to come out from the outer sheath, due to the outer sheath grip being detached. They used a new resolution clip, and the procedure was successfully completed. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to have no problems.